Manufacturer narrative:
This is one event for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that on or about (B)(6)2010, the decedent experienced a sudden cardiac event, unresponsiveness, and death after the use of the product.